Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-18666, 18667, 18668. The pt had 2 model 3166 pns (off label) leads (from the same lot) implanted. It was reported the pt experiences ineffective stimulation. Also, the pt has lost a significant amount of weight and her ipg is uncomfortable. Surgical intervention was undertaken and the pt's scs system was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.